Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information was received wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
Section b3: event date is estimated.

Event description:
It was reported that the patient's ipg was triggering the "replace generator soon" message on their patient programmer. Surgical intervention may take place at a later date to address the issue.